Manufacturer narrative:
(B)(4), catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018 the patient was hospitalized for 3 days. On (B)(6) 2018 a gastroscopy was performed, a buried bumper was confirmed and released, the tube was not removed. The inflamed stoma was treated with the infusion of clindamycin. On (B)(6) 2018 a repeat gastroscopy was performed and showed no abnormalities, the patient was discharged.